Manufacturer narrative:
(B)(4). Date sent: 1/22/2020. H10: corrected data = h1. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No, it was detached in part from blade. Did the patient experience any adverse consequences due to this issue? It¿s unknown. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # t9349k. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It wa reported that during an unknown procedure, the blade pad was detached from blade tip. No other details provided. No patient consequence reported.